Event description:
It was reported that during a procedure of the concentric, de novo 99% stenosed, left main artery, post predilatation the 3.5 mm x 18 mm xience v stent delivery system (sds) was delivered and the stent expanded at 9 atmosphere; however, intravascular ultrasound (ivus) could not confirm placement of the stent at the lesion. It was not confirmed under angiography that the stent was deployed. The physician did not feel the stent implant was mounted on the stent delivery system balloon prior to use. The stent was not found/located within the accessory devices, the anatomy nor the cath lab. There was no reported adverse patient effect. A 3.5 mm x 18 mm non-abbott stent was implanted to treat the lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; guide cath: 7fr axess jl4.0, rebirth 7fr. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted contrast in the inflation lumen, consistent with preparation. The stent implant was dislodged from the balloon and was not returned. A non-abbott hemostatic valve was connected to the non-abbott guiding catheter and was returned with blood inside. The guiding catheter had contrast on the shaft and was partially slit open most likely in order to locate the stent implant. Crimp marks were visible on the balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was loosely folded, which is consistent with the reported information that the balloon had been inflated. Since the stent was not in the anatomy, it may have been dislodged prior to use and was reported as missing. Stent dislodgement can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that the stent was inadvertently dislodged from the balloon prior to advancing the sds into the body, such as stuck inside the protective sheath, although this cannot be confirmed. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: prior to using the device, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information received, the catheter was not inspected prior to use as instructed, as the stent dislodgment was not noted until the sds was advanced to the lesion and the balloon was inflated. The device lot history record was reviewed for this lot and there were no non-conforming material records associated with this lot, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there is no lot specific product quality deficiency. All stent delivery systems are visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security and dislodgment force.